Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to report 2183595-2011-00167. Info received indicates a perigee graft was implanted on (B)(6) 2005. Reportedly the pt has had abdominal pain, swelling, urinary frequency and difficulty emptying her bladder, physical deformity and sexual dysfunction. Reports indicate pt has had a surgical revision and will undergo future revisions.